Manufacturer narrative:
The product code is dqy for catheter but this code is not populating the information for this 3500a.

Event description:
The catheter tip fell off during a random sfa procedure. Not overly calcified or tortous.